Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2017, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (7mg/ml at 4.4940mg/day), baclofen (57mcg/ml at 36.594mcg/day), sensorcaine (750mcg/ml at 481.5mcg/day), and clonidine (50mcg/ml at 32.1mcg/day) via intrathecal drug delivery pump. The indication for use was noted as failed back surgery syndrome and spinal pain. It was reported that the patient reported withdrawal symptoms and was admitted to the hospital. The hcp interrogated the pump and received an alarm that a motor stall had occurred, so he decided to replace the pump. No environmental, external, or patient factors were reported to have caused this issue. The hcp aspirated the side port both the day the patient reported to the hospital as well as immediately prior to the procedure. The catheter was working but during the replacement, he accidentally cut the catheter, so the pump connecter had to be replaced. The issue was resolved and the patient was "alive - no injury." The event date was (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
The pump and catheter were returned and analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication, pump/motor/gear train anomaly/stall due to shaft-bearing and catheter/sc connector/damaged at explant. If information is provided in the future, a supplemental report will be issued.